Manufacturer narrative:
The components returned were a 7fr cook tuohy borst check flo introducer and a 7x38mm icast balloon catheter. Review of the info provided yielded difficulty deflating the balloon catheter post stent deployment. Analysis of the returned device did not mirror the same difficulty. A 60cc syringe was attached to the inflation port on the catheter and vacuum was pulled. After a suitable time, the balloon collapsed and was able to be pulled into the 7fr introducer. If the amount of time allotted for the full collapse of the balloon was not adequate, then it is possible that the balloon may have caught on the tip of the introducer although it is unk how this would have perforated a vessel.

Event description:
Balloon did not deflate, became caught in sheath and caused tear to artery wall.